Event description:
The customer reported multiple power related errors which caused the system to shut down or prevented it from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.